Event description:
Sales rep (B)(6) reported on behalf of surgeon mr. (B)(6) that a patient had to be revised due to a dislocated constrained cup. He reported that the patient dislocated whilst using the commode. Date of initial implantation was (B)(6) 2012.

Manufacturer narrative:
Method - review of provided photos of the revised devices, device history, complaint history and IFU. A review of the images provided and the package insert for the reported device determined that the reported device was implanted along with a competitor product, a contraindication of the package insert. Device history review determined all devices in the reported lot were accepted into final stock with no reported discrepancies. The product experience reporting database was reviewed for similar reported events regarding dislocation. There have been no other events for the reported lot ID.